Event description:
During d & c, hysteroscopy, and endometrial ablation, black metal tip on resectoscope fell off end of sheath into the uterus. Item was retrieved, prolonging surgery approximately 15 minutes. Other components used were the scopes, etc that came with the resectoscopedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: unknown. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.